Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-may-2026, a facility representative reported that information was obtained from a clinical study titled ¿prospective study of hammer toe fixation using an intramedullary nitinol implant.¿ the report stated that a patient experienced deep vein thrombosis (dvt) and a stroke on (B)(6) 2025. No additional information was provided.